Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubbles in their reservoir. Customer also reported experiencing high blood glucose. Troubleshooting was able to remove the customer's air bubbles by filling their tubing. The customer's blood glucose was 310 mg/dl. Customer stated they did not have any symptoms of high blood glucose. The customer had treated their blood glucose with an injection of insulin. Troubleshooting found insulin was able to exit from the tubing. It was also found the customer's time was off by one hour on their insulin pump. A no delivery alarm was also found in the alarm history. The customer also stated their cannula was not bent or occluded. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.